Manufacturer narrative:
Date sent to the FDA: 08/26/2021. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-05752.

Event description:
It was reported that the patient underwent the surgical procedure for acute appendicitis on (B)(6) 2021 and the suture was used. The breaking of the suture occurred at the moment of pulling for the approximation of the tissue. There were no patient consequences. Another like suture was simply used to continue the suture.